Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that high impedances were shown on one of patients leads. The patient underwent a lead explant procedure and was doing fine postoperatively. The explanted percutaneous leads were kept by medical facility.